Manufacturer narrative:
All available information was investigated, and the reported ci leak was confirmed due to a crack in the ci luer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The ci was submitted to the materials characterization lab for further analysis. Based on available information, the reported ci leak is due to a crack in the ci luer. The observed crack in the ci luer appears to be related to procedural conditions (damage to luer during prep). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a triclip steerable guide catheter (tsgc) was used off-label on the mitral valve. A mitraclip xt was successfully implanted. A second mitraclip xt was prepared per IFU, upon insertion of the clip introducer into the guide and the clip was advanced, the guide housing filled with air. The guide was retracted from the left atrium and the cds was removed from the tsgc. First mitraclip (cds0802-xt lot#50813r1019 a3/p3) was placed successfully without any issues to treat the mitral valve regurgitation. Mi was reduced from pre grade 4 to post grade 3 a second mitraclip xt (cds0802-xt lot#50813r1111) was preped as per IFU and inserted to the guide. As soon as the clip introducer was inserted to the guide and clip was advanced the guide housing filled with air, what couldn't be fixed by aspiration. Guide was controlled to be free in the left atrium. Cds was removed again completely from the guide and as soon as the cds was removed, physician could successfully aspire the air from the guide. We confirmed the guide was okay. All three-way-stop-cocks were checked to be close. Cds was flushed again and clip introducer was inserted, same thing, as soon as the clip was advanced the guide housing filled with air, aspiration did not work to solve the issue. Cds was removed again, air was aspired and the guide was fine.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a triclip steerable guide catheter (tsgc) was used off-label on the mitral valve. A mitraclip xt was successfully implanted. A second mitraclip xt was prepared per IFU, upon insertion of the clip introducer into the guide and the clip was advanced, the guide housing filled with air. The guide was retracted from the left atrium and the cds was removed from the tsgc first mitraclip (cds0802-xt lot#50813r1019 a3/p3) was placed successfully without any issues to treat the mitral valve regurgitation. Mi was reduced from pre grade 4 to post grade 3 a second mitraclip xt (cds0802-xt lot#50813r1111) was preped as per IFU and inserted to the guide. As soon as the clip introducer was inserted to the guide and clip was advanced the guide housing filled with air, what couldn't be fixed by aspiration. Guide was controlled to be free in the left atrium. Cds was removed again completely from the guide and as soon as the cds was removed, physician could successfully aspire the air from the guide. We confirmed the guide was okay. All three-way-stop-cocks were checked to be close. Cds was flushed again and clip introducer was inserted, same thing, as soon as the clip was advanced the guide housing filled with air, aspiration did not work to solve the issue. Cds was removed again, air was aspired and the guide was fine.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.